Event description:
It was reported that device break occurred. The 90% stenosed, 40 x 2.5mm target lesion was located in the non-tortuous and non-calcified left anterior descending coronary artery, left circumflex coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter was broken and the device was removed. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that there was no visible damage to the device. The device just did not provide an image.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the anchor housing was detached from the telescope. Impedance testing showed a complete circuit wave form. Transducer level impedance test showed no transducer activity with a rh peak of 10 ohms. Image test could not be performed due to the condition in which the device returned.

Event description:
It was reported that device break occurred. The 90% stenosed, 40 x 2.5mm target lesion was located in the non-tortuous and non-calcified left anterior descending coronary artery, left circumflex coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter was broken and the device was removed. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that there was no visible damage to the device. The device just did not provide an image.

Event description:
It was reported that device break occurred. The 90% stenosed, 40 x 2.5mm target lesion was located in the non-tortuous and non-calcified left anterior descending coronary artery, left circumflex coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter was broken and the device was removed. There were no patient complications reported and the patient condition following the procedure was stable.